Manufacturer narrative:
Corrected data: a1 - patient initials. Updated data: h2, h3, h6. Image review: static images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 82.9 millimeter (mm) with a perimeter derived diameter of 26.4mm suggesting a 34mm evolut. The aortic valve appeared to be severely calcified, and the annulus had protruding calcium extending to the left ventricular outflow track. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and based on the reference catheter and appearance of the inflow of the valve; it appeared to be shallow but no infold. The valve was recaptured and an infold was evident after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Subsequently, a new valve was loaded and confirmed a good load. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012367911); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the evolutfx-34, a pre-implant balloon aortic valvuloplasty was performed due to calcification. The valve was attempted deployment; however, was recaptured once due to a depth of 6mm on non-coronary cusp. A second deployment attempt was made, but an infold in the valve frame was noted. Patient anatomy, specifically calcification, was noted as a contributing factor to the event. A new evolut valve was reloaded in a new delivery catheter system and used for implant. A 10-minute procedural delay was reported due to the infold. No patient complications have been reported as a result of this event.